Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 was used. The tissue was cut, but it could not be stapled. A competitors device was used to complete the case. The pt received a hartman pouch and a colostomy has been opened. The devce was discarded.